Manufacturer narrative:
Unit received with cracked and bleeding glass on lcd board. Unit received with cracked case at display window corners, lcd window, belt clip slot, and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a crack on the screen. The crack was causing the screen to turn black and go in and out. The insulin pump fell off the table. Customer's blood glucose level was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.